Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted photo confirmed damage to the silicone on the external portion of the pump cable and discoloration of the external pump cable bend relief; however, a specific cause for these findings could not be conclusively determined through this evaluation. The patient was wearing his equipment down inside his pants. The account was going to discuss changing this habit, straighten the driveline as much as possible, and apply rescue tape to the driveline. The submitted pump cable photo showed a small section of the external pump cable and part of the inline controller connector bend relief, which was discolored brown. The pump cable jacket silicone was torn at the terminus of the inline connector bend relief, and the bionate layer was exposed from beneath the armor layer. The underlying wiring was not exposed. Brown discoloration of the bionate layer was also noted without no obvious damage. At the terminus of the pump cable bend relief, the pump cable was kinked at an approximately 90-degree angle. The submitted left ventricular assist device event log file and controller periodic log file were reviewed and showed that the pump operated at the set speed without issue. The system appeared to be operating as intended, and there were no notable alarms active in the log files. It was reported that no other log files were available for review. The patient remains ongoing on mlp-020633 with no further reported issues at this time. The relevant sections of the device history records for mlp-020633 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C is currently available. Section 5 ¿surgical procedures¿ cautions the user that sharp bends, twists, or kinks in the driveline may make it more susceptible to wear and fatigue over time. Section 6 ¿patient care and management¿ cautions the user to avoid pulling on or moving the driveline. This section further cautions: "do not twist, kink, or sharply bend the driveline, system controller power cables, the power module patient cable, or the mobile power unit patient cable, which may cause damage to the wires inside, even if external damage is not visible. Damage to the driveline or cables could cause the left ventricular assist device to stop. If the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten.¿ section 6 also instructs the user to check the driveline daily for signs of damage, such as cuts, holes, or tears and to counsel patients to inform their hospital contact immediately if they find signs of driveline damage. Section 7 ¿alarms and troubleshooting¿ provides additional instructions regarding driveline care in a sub-section entitled "what not to do: driveline and cables". Section 8 ¿equipment storage and care¿ states: "as needed, clean exterior surfaces of the driveline cables with a damp, lint-free cloth. If more aggressive cleaning is needed, use warm water and mild dish soap." The heartmate 3 lvas patient handbook, rev. D, is currently available. Section 4 ¿living with the heartmate iii¿ contains information regarding how to clean and care for the driveline. This section instructs the user to check the driveline daily for signs of damage and to call your hospital contact right away if the driveline is damaged. Section 4 also instructs the user to ¿keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid.¿ section 5 ¿alarms and troubleshooting¿ cautions the user not to twist, kink, or sharply bend the driveline. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that log files and images of the patient's driveline were submitted for evaluation. Cosmetic damage to the driveline's outer silicone jacket and a breach in the armor layer were noted. The log review appeared normal, and no alarms were noted. The patient had a habit of wearing his equipment down inside his pants and reported that the driveline had been in this condition for a long time. The account planned to straighten driveline as best as possible and then apply rescue tape. It was reported that the patient felt okay with no complaints or alarms.